Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that the battery failed the battery runtime test. The stm replaced the batteries to correct the issue then completed all safety, functionality, and calibration checks. All tests passed per factory specifications, and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would cut off battery power. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.